Event description:
Surgeon had a difficult time implanting both a cranial and caudal e-plate during a case. Surgeon cleared away as much bone material as he could. The plate adaptation tool couldn¿t join the e-plates to the abc plate using the standard techniques described in product guides. Surgeon tried unsuccessfully to use the adapting tool. Two insertion pins (fj892r-caudally) were broken and eventually had to place a bone tamp (instrument) in the center hold of the caudal plate (fj866t) and ¿hammer¿ the e-plate onto the abc plate; 14mm abc2 screws were placed to finish the caudal portion of the case. A similar situation occurred with the cranial e-plate. The adaptation tool could not completely secure the e-plate to the abc plate. Surgeon cleared as much bone material as he liked to prepare for the e-plate. When he attempted to affix the cranial portion to the abc plate, he remarked that the lateral edge of the e-plate (fj873t) appeared to be bending upward/outward-peeling or flaring. As with the caudal e-plate, he used a mallet and another tool to connect the cranial e-plate. Once the plate was in place, 12mm abc2 screws secured the construct. The case was completed without further incident. Surgeon noted the lateral post implant x-ray ¿looked good¿ and had ¿lordosis¿. Procedure prolonged ten minutes or less.

Manufacturer narrative:
The sample and all of the available info has been forwarded for analysis to the MFR, aesculap, (B)(4). Class 2 product-meant to stay in as fixation.